Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed. In addition to cleaning brush stuck inside biopsy channel , additional evaluation findings are as follows: due to wear of angle wire bending angle in up direction did not meet the standard value, due to deformation of up/down knob water tightness was lost, connecting tube had a scratch, connecting tube had a dent, plastic distal end cover had a scratch, video connector case had a scratch, video connector had a scratch, video cable had a scratch, third party repair had been performed, light guide connector has discoloration, light guide connector had a scratch, universal cord had a scratch, image guide protector had a scratch, grip had a scratch, suction cover had a scratch, switch box had a scratch, switch 1 had a scratch, suction cylinder was shaved, due to wear of angle wire the play of up/down knob was out of the standard value, bending section cover had discoloration, adhesive on bending section cover had a chip, adhesive on bending section cover had a crack, because suction cylinder is shaved, suction volume did not meet the standard value, control unit was dirty due to water leakage, connecting tube had discoloration, control unit had a scratch, right/left knob had a scratch, right/left knob had discoloration, up/down knob had a scratch, up/down knob had discoloration, forceps elevator knob had a scratch, forceps elevator lever had a scratch, control unit had discoloration, and connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during maintenance, the gastrointestinal videoscope had suction valve stuck. During the evaluation the following reportable malfunction was found: cleaning brush stuck inside biopsy channel. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.